Event description:
Complainant indicated that during routine shift check by a clinician, device's energy selection was at 200 joules and the device only charged to 150 joules. The complainant indicated that there was no pt involvement in the reported malfunction.